Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed, de novo lesion, in the right coronary artery. The 2.75x15mm xience prime stent was implanted and a distal edge dissection was noted. The dissection was treated with another xience stent. There was no adverse patient sequela. No additional information was provided.